Event description:
During a sclerotherapy, the physician used a cook acuject variable injection needle. It was reported [that] a crack was discovered at the white conjunction area close to handle of the injection needle. The needle was retracted and replaced with a new one to complete the procedure. [This crack close to the handle could have led to unable to inject - subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open pouch from the lot number provided in the report. The label matches the product returned. Photos were provided and reviewed. The first photo shows the device handle, which has a crack on the side. The second photo shows the device pouch, and the label matches that in the report. The third photo shows the device coiled in the pouch, with the handle in the retracted position and the needle fully retracted. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned in a coiled position with the adjustment wheel threaded partially and the handle retracted. A visual examination confirmed the winged adapter on the handle was cracked. Additionally, an unknown white substance was observed on the device. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Breakage of the winged adapter can occur if excessive pressure is applied to the syringe during system preparations. Prior to distribution, all acuject variable injection needles are subjected to a functional test to ensure proper needle extension and a visual inspection to ensure the product is free of kinks and/or bends. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.